Event description:
Three falsely depressed test results were obtained for one patient sample from an atellica ch 930 analyzer. The initial test results were flagged by the analyzer and the customer did not report them to the physician(s). The same sample was repeated on an alternate analyzer. The repeat results were higher and were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states customer contacted siemens to report that three falsely depressed test results were obtained for one patient sample from an atellica ch 930 analyzer. The operator reported the laboratory was having an issue with the laboratory's water system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse flushed all the lines from the laboratory's water inlet valve to the instrument, replaced the water in the instrument with fresh deionized (di) water, removed clogs from the dilution 1 washer probe and the skim tubing. The cse performed daily and weekly maintenance with acceptable results. The cause of the falsely depressed test results was the laboratory's water system. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.